Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade stopped rotating after 100 g of the myoma was cut. . Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05445. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.